Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell against a coffee table onto the implantable pulse generator (ipg) in their left shoulder and developed a pocket hematoma. The pocket was opened, flushed and drained. Cultures were taken. The implantable pulse generator (ipg) system was subsequently explanted due to possible infection. No further patient complications have been reported as a result of this event.